Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the suture of a proglide device was successfully placed in a common femoral artery using the preclose technique. The suture of another proglide was attempted to be preplaced; however, the needles came up without any suture. The suture of a third proglide device was successfully placed using the preclose technique. After the completion of the aaa procedure, the two successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.